Manufacturer narrative:
Patient information was not provided for reporting. Additional device product code: kwq. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2017 the tip of the stardrive screwdriver shaft t8105mm broke and got cold welded onto the unknown locking screw and distal fibula plate that was implanted during the surgery. The surgeon was unable to remove the embedded tip of the stardrive screwdriver shaft from the screw head. The procedure was successfully completed with 15 seconds of delay. Patient condition was reported as stable. Concomitant devices reported: locking screw (part # unknown, lot # unknown, qty # 1), 2.7mm/3.5mm lcp lateral distalfibula plate 6h/right/112mm (part # 02.112.142, lot # unknown, qty # 1). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).